Event description:
It was reported, the monitor did not work after water fell from the ceiling. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon occurred due to faulty and contact failure of power supply printed circuit board. Olympus will continue to monitor field performance for this device.